Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The customer reported that while performing the binaxnow covid-19 home test on (B)(6) 2022, the patient inserted the swab into the reagent solution and placed the swab into the nostril. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The customer reported that while performing the binaxnow covid-19 home test on (B)(6) 2022, the patient inserted the swab into the reagent solution and placed the swab into the nostril. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet (sds) to the consumer. A supplemental report will be provided if any additional is obtained.